Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a stimulator for unknown indications. It was reported that patient was unable to connect with the recharger due to the implantable neurostimulator (ins) being visibly twisted. It was noted that a factor that might have led or contributed to the issue is the report that the patient had lost weight. Troubleshooting could not be performed because the patient did not have the recharger with them, the ins was dead, and she hasn¿t been able to connect for some time. To resolve the issue, a pocket revision was scheduled on (B)(6) 2018 to move the battery to the back. The issue was not resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.